Manufacturer narrative:
The following field was updated with additional and corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clotting and clogged instrument and fibrin was discovered. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports clots from tubes are clogging their new roche instrument. Steps taken with customer/troubleshooting: customer noticed sample that the blood probes for their new roche instrument were partially or fully clogged with blood clots or debris from blood samples. Customer and instrument manufacturer state issue could be occurring due to preanalytic errors.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clotting and clogged instrument and fibrin was discovered. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports clots from tubes are clogging their new roche instrument. Steps taken with customer/troubleshooting: customer noticed sample that the blood probes for their new roche instrument were partially or fully clogged with blood clots or debris from blood samples. Customer and instrument manufacturer state issue could be occurring due to preanalytic errors.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clotting and clogged instrument and fibrin was discovered. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports clots from tubes are clogging their new roche instrument. Steps taken with customer/troubleshooting: customer noticed sample that the blood probes for their new roche instrument were partially or fully clogged with blood clots or debris from blood samples. Customer and instrument manufacturer state issue could be occurring due to preanalytic errors.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting and fibrin) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retention samples and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting and fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting and fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes are clogging. The following information was provided by the initial reporter. The customer stated: "customer problem: customer reports clots from tubes are clogging their new roche instrument. Steps taken with customer/troubleshooting: customer noticed sample that the blood probes for their new roche instrument were partially or fully clogged with blood clots or debris from blood samples. Customer and instrument manufacturer state issue could be occurring due to preanalytic errors. Customer is requesting assistance to address preanalytic steps in drawing blood. Issue initially capture under case (B)(4) while requesting clarification from customer. Did the specimen(s) need to be recollected?: follow up email sent to customer did exposure to blood/ bf occur? Follow up email sent to customer if exposure occurred was there any post exposure testing or medical intervention? Follow up email sent to customer."